Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. The root cause was suspected to be due to insulation damage, however, was not confirmed. No intervention was performed. The patient was stable and will continue to be monitored.